Event description:
A healthcare professional reported with description unspecified issue. Additional information has been received that lens came out quicker than expected. There was patient contact and surgery completed with same lens. Surgeon implanted lens in the eye, said there was ultimately no issue with lens just that the lens came out quicker than expected.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).